Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned portion of the rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. The returned portion of the rotawire was kinked and could not be reinserted into the returned rotapro device. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr became stuck with the wire. The burr and wire were removed outside the body as one unit and the procedure was completed with this device. No patient complications were reported.